Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
Customer was calling to report that she was having high readings, and was concerned that her pump is not delivering properly. Customer had nausea and was vomiting. She was also experiencing blurred vision and shortness of breath. After a reading of 20 mmol/l, her husband drove her to the hospital; however, she stated she would have been capable of driving herself there. The first reading taken at the hospital was 370 mg/dl on the hospital's meter. This was approximately 1-2 hours after the reading of 20 mmol/l on the customer's meter. She was diagnosed with ketoacidosis. Customer was admitted to the hospital, and is in the intensive care unit, ICU. She was put on an IV (unknown what was in IV) at the hospital for treatment. A request was made for the return of the device for investigation. Pump and meter were purchased from (B)(6). Customer was advised to contact the manufacturer's (B)(4) affiliate to further troubleshoot and to inquire about a possible pump replacement.